Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time, the customer contact reported "seeing air get through the membrane during infusion." No air was delivered to the pt. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device were discarded.